Event description:
It was reported that during an appendectomy procedure, the first device was stuck on tissue and would not release. A second device was used and it would not deploy and was stuck. The procedure was converted to open. The devices were cut off the tissue. They sutured to complete the procedure. Currently the patient is okay. It is unknown if the patient has been released.

Manufacturer narrative:
Information anticipated, but unavailable at this time.